Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user's hcp was made aware of the incident and prescribed the user with antibiotics as a precaution. The user has reported doing better, and the pain has reduced. Pain at the insertion/removal site is a known and anticipated potential adverse effect which does not require additional investigation.

Event description:
On june 24, 2024, senseonics was made aware of an incident where the user experienced pain and swelling at the insertion site.